Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to instability. Due diligence is in progress for this event, to date no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown articular surface: catalog#ni, lot#ni; unknown tibial tray: catalog#ni, lot#ni. G2: foreign: australia. H6: proposed component code: mechanical (g04) - femur. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h11. Upon receipt of additional information, it was determined that the previously reported event involved competitor products. The reported manufacturer device did not cause or contribute to the patient's condition and subsequent revision surgery. The initial report was forwarded in error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined that the previously reported event involved competitor products. The reported manufacturer device did not cause or contribute to the patient's condition and subsequent revision surgery. The initial report was forwarded in error.